Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that there was an 'overvoltage error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.